Event description:
Customer reported that a patient with an anti-jka identified through solid phase (3-4+ with homozygous cells) did not react with select jka+ panel cells (homo/heterozygous). Gel testing was being performed as a confirmatory test. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).